Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown. Batch number [8607918] was not found for material number [368835].

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was an issue with tube push off. This occurred on 4 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: first tube gets pushed off the eclipse signal needle complaint has been reported several times before, but this time lot numbers were reported too eclipse needle lot 8607918.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was an issue with tube push off. This occurred on 4 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: first tube gets pushed off the eclipse signal needle complaint has been reported several times before, but this time lot numbers were reported too eclipse needle lot 8607918.